Event description:
According to the available information the catheter was inserted for artificial induction of labor and inflated to 50 cc. After 2 hours and 30 minutes the catheter ruptured.

Manufacturer narrative:
According to the information known this catheter was used to induce labor which is a use not authorized with this kind of products. On june we received one used sample. After desinfection we can observed that the balloon was burst without missing part. After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9597320. Quality database was checked and revealed no anomaly in relation to the describe defect. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the catheter was inserted for artificial induction of labor and inflated to 50 cc. After 2 hours and 30 minutes the catheter ruptured.